Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that they have unexplained high blood glucose. The customer indicated that their blood glucose level was 450 mg/dl at the time of incident and 338 mg/dl at the time of the phone call. Troubleshooting was declined by the customer to check the settings and did not have a tubing clamp. The customer was advised to change the entire set, reservoir and insulin and treat per doctor's instruction. The customer was advised to call back when a tubing clamp is received to further troubleshoot.